Manufacturer narrative:
No 23ga probe was returned for the probe not cutting. For this complaint file, the final customer lot was identified. For this final lot, five probe lots, manufactured in september and november 2013, were used to make up the final lot. A device history record review for each of the probe lots was conducted. According to the device history record reviews, two lots were reprocessed for an anomaly (cut test alignment) that could have contributed to the customer complaint. The devise history record reviews do not point to a root cause because the lots were reprocessed and the product released met manufacturer's acceptance criteria. No anomalies were found during the device history record reviews for three additional lots. No additional investigation is required based on device history reviews. A complaint history examination indicates two additional complaints were associated with the probe lots. The root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Supplemental medical device report (smdr) # 03 is being filed to correct the date on the supplemental report, filed earlier. Incorrect date of (B)(6) 2015 is being corrected to (B)(6) 2015. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the company representative the reported event occurred during a procedure. The probe was exchanged and the surgery was completed with no harm to the patient.

Event description:
A customer reported that the probe would not cut. This is the third report of three for this facility. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).